Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 37 (fasting) and 53 (non-fasting) mg/dl. The customer's expected fasting blood glucose test result range is 75 - 110 mg/dl and expected non-fasting blood glucose test result range is 120 - 200 mg/dl. Customer also stated when they compare their results from the truemetrix air meter to another device, the truemetrix air meter is reading lower; actual meter to meter comparison results were not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2019, a blood test was performed by the customer non-fasting and produced test result of 177 mg/dl using truemetrix air meter. Customer declined to perform a second blood test. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 03/31/2020 and open vial date is 01/22/2019. The meter memory was reviewed for previous test result history:(B)(6).